Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have been to the periodontist who informed them the pressure on their teeth from the aligner along with their gum disease is causing their gums to recede.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.